Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing was not entirely completed at the user facility due to the customer's reported issue occurring during reprocessing; therefore, the device was sent to olympus for evaluation without completed reprocessing and subsequently, the foreign material remained on the adhesive. A definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope pressure was too high (yellow blue). The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive on the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were also discovered; the scope connector case unit had a scratch, no air/water was fed due to deformation of nozzle, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, and the adhesive on bending section cover had foreign objects. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.